Event description:
Secondary set model 72007n sent for verification of check valve failure. Set attached to a 250 ml bag of flagyl lot ur09c0221 with approx 50 ml present in bag. Primary bag backflowed to secondary set.